Event description:
It was reported that with use of an r5 system, (1) the pathway to hillrom nurse call were not terminating to hillrom voalte phones, and (2) the bathroom pulls were not alerting to hillrom voalte phones. There was no patient injury reported. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The r5 system is a rauland product and not manufactured by hillrom. This system is used for patient-to-staff communications. The hillrom voalte mobile system provides visual and/or audible event alert notification via designated communication devices (mobile phones). Notification calls are configured with naming convention, audio and /or visual displays based on customer preference at the time of initial integration. The device instructions for use state, ¿the external relay is designed to be used only as a secondary notification system. It should never be used as the primary means of notification.¿ the r5 system (source) sends an alarm to hillrom vaam (middleware) to forward to hillrom voalte mobile system and user phone (destination). The routing/escalation path of an alert is configured at application setup based on the customer-provider monitor system. For this event, it is likely the pathway was not fully configured. Follow up with the customer stated that at the time of the event the associated unit was being renovated and at no time was there any patient impact, nor was patient care interrupted. It is noted by hillrom it that the unit was live at the time of troubleshooting and the system was less than a year old. System electronics, supporting the rauland system, along with hillrom worked collaboratively to resolve the issue. It is noted that a call between hillrom technical support and system electronics (who supports the r5 system) identified that there was inconsistent programming between the r5 system and the vaam middleware. It was found that the programming in the vaam product was incomplete or incorrect, which did not align with the r5 alerts. The customer did not have hillrom nurse call, and while the symptom (missing alerts) was observed on the voalte phones, the ¿failure¿ was due to the inconsistent middleware (vaam) programming. This was noted not as a malfunction but rather a programming issue. Troubleshooting activities from system electronics determined locations, mapping and call back extensions needed to be added for all rooms in the 5b unit. Alarms were added for all units for shower emergency and all shower emergency ot units to resolve the issue. No further assistance was required, and the device was noted to be functioning as designed. There was no injury from the event; however, there was a noted inconsistent programming between the r5 system and the vaam middleware identified. Hillrom is cautiously reporting this event due to the potential for a serious injury to occur with recurrence.